Manufacturer narrative:
A product was not returned to the manufacturer so no direct observation can be made. A review was held of the available information. A query was run for products sent to the facility six months prior to the date reported on 06/12/2018. Four serial numbers were identified in the query and in abundance of caution, the manufacturing records were reviewed. All incoming, in-process, and final inspections were completed. All inspections were within specification limits. There was not a high scrape rate at any point in the process and no change orders were in place during the production. A definitive root cause for the reported event is unknown. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to an email received on (B)(6) 2018: "surgeon said he has had a couple cases where the suture pulled through the edge of the patch and he had to place more sutures to stop the bleeding." On 06/12/2018 an email was sent requesting an identification for any of the products for the reported event. An email was received on the same day, (B)(6)2018, stating, "no! I have no idea which case it was on. Closest I can narrow down was one of the patches shipped to [a user facility]." A query was ran for all the  patches shipped to [the facility]. A phone call was made requesting patient impact and surgical procedure performed. Correspondent replied, "carotid repair was the only procedure mentioned and the way I understood the surgeon, the only patient impact was prolonged surgery as he was able to fix the issue during the operations. I'm sorry but the doctor didn't have any other information regarding the events.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to an email received on 06/12/2018: "surgeon said he has had a couple cases where the suture pulled through the edge of the patch and he had to place more sutures to stop the bleeding." On 06/12/2018 an email was sent requesting an identification for any of the products for the reported event. An email was received on the same day, 06/12/2018, stating, "no! I have no idea which case it was on. Closest I can narrow down was one of the patches shipped to [a user facility]." A query was ran for all the patches shipped to [the facility]. A phone call was made requesting patient impact and surgical procedure performed. Correspondent replied, "carotid repair was the only procedure mentioned and the way I understood the surgeon, the only patient impact was prolonged surgery as he was able to fix the issue during the operations. I'm sorry but the doctor didn't have any other information regarding the events."